Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solution ltd; (B)(4)) and the importer (niti surgical solutions inc.; (B)(4)), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The first time that an event of this type has been reported. The device production history file indicated that the device was released according to the product specifications. The device was returned and evaluated and it was observed that a component, which enables the operation of the safety trigger, was damaged during use, preventing the safety trigger from returning to its original state. The most probable cause for such occurrence is excessive forces which were exerted by the operator during operating the device.

Event description:
During the anastomosis procedure, after the surgeon fired the device, the ring protruded ventrally through the colon. The device was thereafter jammed and could not be opened or closed. The surgeon has resected the tissue at the site of the intended anastomosis and completed the procedure using circular stapler.